Event description:
It was reported that the patient presented with an acute anterior st-segment elevation myocardial infarction. The target lesion was a bifurcation stenosis in the mid left anterior descending artery (lad) at the level of the first septal perforator and large first diagonal artery (d1). The lad was wired with a balance middle weight (bmw) universal guide wire and the diagonal side branch with the same guide wire. The lad was direct stented with a non-abbott stent, thus jailing the diagonal side branch wire. While attempting to remove the trapped bmw guide wire, it fractured leaving the distal radiopaque portion in d1, trapped under the stent with an unraveled filament extending back into the guiding catheter. Attempts were made to capture the fractured wire using a balloon catheter and a snare, but were unsuccessful. Multiple wires were placed in the d1 and lad and rotated in a helical fashion to entangle the trapped wire; however, the distal tip was still trapped under the stent. A second guide (7fr) was introduced and using a goose neck snare, the radio-opaque portion of the wire was partially retrieved; however, broke off leaving a thin filament trapped and looped back into the aorta, preventing it being retrieved with the snare device. Multiple wires and a single previously inflated balloon were then placed in the lad and rotated in a helical fashion successfully and upon retraction, the trapped wire, along with the lad stent were entirely removed from the coronary. A 3.5x28mm xience v was implanted successfully to treat the mid lad as originally planned. The end result was a stable dissection in d1, and an occluded d2, and an undamaged left main artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: 4.0x12 mm quantum maverick; guide cath: 6fr kimny; stent: 3.5x20 mm taxus liberte. A guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued or would typically require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract or advance the guide wire in this trapped state would exceed design limits and may cause separation. In this case, based on the reported information, the separation occurred as a result of the guide wire being jailed by the non-abbott stent. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the tip separation appears to be due to jailing the guide wire between the newly placed non-abbott stent and the vessel wall, there is no indication to suggest a product quality deficiency. Vessel trauma is listed as a known potential patient effect associated with the use of the guide wire and is listed in the balance middleweight instruction for use. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported.